Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device detached prematurely. As a result, the customer was unable to obtain sensor scan and experienced symptoms described as "black from eyes," headache, and a loss of consciousness. The customer was provided coca-cola and glucose by a third party for treatment. A healthcare professional meter reading of "112 mmol/l" was reported however, no additional treatment was reported. There was no report of death or permanent injury associated with this event.